Event description:
It was reported that lead noise and low pacing lead impedance were observed via a remote transmission. The patient was brought into clinic and programming changes were made to the device. The patient was asymptomatic and monitoring will continue.